Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material inside the pebax sleeve. Due to this condition, the device was inspected under a microscope and a hole was found on the pebax surface. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot: 31422800l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt ¿ left) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that during vt ablation with qdot, and when ablating, the force was rising extremely fast, extremely high (over 70g). This occurred when testing in blood pool with no wall contact. The cable was reconnected and replaced, as well as the catheter and dongle were replaced; however, the issue was not resolved. When the catheter was pulled out, blood was found under the plastic part of the catheter tip. The procedure successfully completed, and no adverse patient consequence was reported. The force issue and foreign material (blood) were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 13-dec-2024, a reddish material inside the pebax sleeve and a hole on the pebax surface. This was assessed as MDR reportable with an awareness date of 13-dec-2024.